Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. Pump fails sleep current test. No frozen screen or blank display anomalies noted during analysis. Successfully downloaded history files and traces using thus. The following power alarms/alerts noted in downloaded history on event date: power loss alarm [6] on (B)(6) 2023 at 13:09:20.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 (j7) and harness assembly vibrator connector. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. No frozen screen and blank display anomalies noted during analysis. Frozen screen and blank display not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Pump error 65 not confirmed. Sleep current anomaly confirmed due to moisture damage. Moisture damage confirmed on pcba 1 and harness assembly vibrator connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump blank screen and a noisy alarm. Troubleshooting was performed and found that the insulin pump had a blank and frozen display. It was also found that during the time of alarm, the buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.